Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Dark blue discoloration was observed on the shell and center patch of the device. White, yellow, brown, and dark blue particles were observed on the outer surface of the balloon. Orange particles were observed in the valve channel. A valve test was performed and the flow of fluid was continuous and unobstructed. An air leak test was performed and leakage was observed from a large tear on the posterior portion of the device. Under microscopic analysis, the apparent origination point of the tear was noted to be striated, consistent with a surgical damage from removal activities. The shell was noted to be degraded.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) may be higher when balloons are left in place longer than 12 months or used at larger volumes (greater than 700 cc). The physiological response of the patient to the presence of the orbera365¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications- possible complications of the use of the orbera365¿ system include: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had "an ultrasound; the balloon is observed to be clearly deflated. An endoscopic removal is decided. In the endoscopy it is confirmed that the balloon is found to be deflated."